Manufacturer narrative:
H3: neither a sample nor photo was received for the analysis of this complaint. No device history record was reviewed since lot number was not provided. The failure mode could not be confirmed by investigation as no samples nor pictures were provided by the customer. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
It was reported that after replacing the cassette on the (B)(6) 27 hours after the start of administration, there was no drug solution in the cassette even though the reservoir capacity was 38 ml". There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
(B)(6) investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.